Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported a patient underwent a revision due to a broken distal stem.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Radiograph review was unable to determine the bone quality. Femur classification based on the paprosky femur identified as type 2. Surgeon¿s thoughts on the version of the implanted stem identified to be varus and stem position in canal was observed to be good. Implant support was observed to be inadequate due to small body. Size of proximal body relative to femur was found to be inadequate due to small body unable to determine shape of proximal body relative to femur and no strut allografts/adjunctive fixation used to enhance proximal support. Radiograph shows positive lysis in trochanteric with associated fracture, unable to determine if there was a good distal fixation. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further actions are required. Investigation results concluded that the reported event was due to lack of proximal femoral support. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient¿s hip was revised approximately 6 years post implantation due to stem fracture. At time of surgery it was seen that the distal stem had broken directly below the proximal body. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.